Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The lesion being treated was located in the left main (lm). A ion stent was implanted a month prior to this procedure. The physician was attempting to implant a non bsc stent but could not get it to cross the ion stent. The physician used a non-bsc guide catheter for support. The guide catheter engaged the stent in the lm causing stent deformation of the previously implanted stent. A non- compliant balloon was used to dilate the lm to take care of the stent deformation. The procedure was completed successfully with no further complications reported.